Event description:
The complainant stated that the right head siderail would not stay latched in the up position. He believes that the siderail latch is the cause of the issue.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.